Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional inspections were performed on the returned device. The reported deflation issue could not be confirmed as the balloon deflated within specification. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery with no tortuosity and no calcification. The 3.00 x 30 mm trek rx balloon was inflated once to 14 atmospheres. The balloon was attempted to be deflated by holding negative for 10 seconds; however, the balloon failed to completely deflate. As the artery diameter was greater than the partially deflated balloon diameter, the balloon dilatation catheter was simply removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.